Event description:
It was reported to vyaire medical that avea ventilator had a blank screen. There is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Manufacturer narrative:
D4. UDI# - the device has a date of manufacture of (22-mar-03) and was not subject to UDI requirements.